Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, mobility. Closed impression taking without problems; while completing, loosening of the coronal part.